Event description:
The pt's pump and 15.7 cm of catheter were explanted and returned for analysis. No pt symptoms or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.

Manufacturer narrative:
Final device analysis revealed a hole in the proximal catheter piece at the termination of the pump connector metal pin.